Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a perforation in the saphenous vein graft to the obtuse marginal branch. A 3.5 x 16 mm and a 3.5 x 19 mm graftmaster covered stent were used; however, both failed to cross the lesion due to the anatomy. Therefore, a 4.0 x 19 mm graftmaster covered stent was implanted to seal the perforation. No additional information was provided.